Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins and an out of calibration force sensor. During testing, the pump was unable to detect the cartridge during load cartridge phase and dispensed fluid. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.